Event description:
Patient had anterior cervical discectomy and fusion performed by physician. Counts were correct per nursing documentation. The patient had a follow up x-ray which showed a "small few millimeter metallic fragments in the right anterolateral soft tissue of the neck". It is uncertain what this is. It appears to possibly be a screwdriver tip. The patient would like it taken out. This will take place in a few weeks.